Event description:
It was reported to boston scientific corporation that an autotome was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, inside the patient, the tip of the device (catheter and cutting wire) kinked, and it was not possible to bow the wire after the tip had kinked. The device was not tested/checked prior to the procedure. The procedure was completed with another autotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation finding: catheter torn.

Manufacturer narrative:
(B)(4) for the event: catheter torn. Visual evaluation of the returned device found that there were several twists along the working length of the device and the rx channel was extended and torn through the tip of the device, damaging the distal tip. The cutting wire length was measure and found to be within specifications. Functional evaluation found that the device bowed more than 90 degrees. The returned unit did not present any kinks/bent along the working length and/or wire, and a functional inspection found the device bowed more than 90 degrees. The investigation was unable to confirm the reported complaint that the device was kinked and failed to bow; however, the rx channel of the catheter was found to be torn. The investigation concluded that the performance of the device was limited likely due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.